Event description:
It was reported that the patient experienced low battery when they manipulated the power cable of the system controller. The log files did not capture any low battery events. The voltages were all in normal ranges. The patient recorded the video when they put the system controller in shower bag. It was suspected that it was the system controller cable bend relief triggering the alarm. It was also it was able to be reproduced when the bend relief was lifted up even when the system controller was not placed in any bag. It was advised to the patient to clean the battery and clips, but it seemed to not be relevant to the problem. It was said log files captured intermittent low flow events on (B)(6) 2026. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction. On (B)(6) 2026, it was noted that some no external power events, due to both power leads being simultaneously disconnected from a power source. It was said the patient reported that low battery alarms triggered at midnight while sleeping but lasted for 1 or 2 seconds only. The patient suspected it to be a system controller cable issue. The log file did not show the low battery alarms in the midnight hours. Log files showed some no external power events on (B)(6) 2026, due to both power leads being simultaneously disconnected from a power source. It was said no abnormal power supply issue was noted. It was said a system controller exchanged was done on (B)(6) 2026 around hkt 10:00. Log files and x-ray film for the left ventricular assist device (lvad) before the system controller exchange from provided. Log files captured some low flow events from (B)(6) 2026 through (B)(6) 2026. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pi was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction. Also, on (B)(6) 2026, there were some no external power events. This occurred while using the mobile power unit (mpu) as a power source. It appeared both leads were disconnected before applying power to the power leads. The cause of the low battery alarms was not identified. The damage to the controller cable bend relief was not confirmed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.